Event description:
It was reported that the insertable cardiac monitor (icm) was interrogated before use and it was noted that the icm exhibited premature battery depletion.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with battery at elective replacement indicator (eri) level. Final analysis revealed premature battery depletion and high current drain. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.